Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, found a pin was pushed in on a central control monitor (ccm) connector. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
This complaint is related to MDR #1828100-2013-01015. The field service representative (fsr) was troubleshooting a different issue for the same unit. The fsr repaired the central control monitor (ccm) connector pin and reseated the ccm printed circuit interface (pci) buss cable and the problem was not resolved. The fsr replaced the ccm with a service loaner monitor and sent the suspect ccm to the manufacturer for evaluation.